Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood rna tube, the device experienced incorrect label information and broken lid/caps. The exact amount of occurrences is unknown, but occurred at least once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that box has a label on it that says to refrigerate tubes which is incorrect. 1131478 with damaged tubes and labelling which indicates product should be refrigerated upon arrival.

Manufacturer narrative:
H.6. Investigation summary: mat: 762165. Lot: 1131478. Bd received 3 photos attached, showing 4 tubes with a red colored rubber stopper, review of the photograph indicated that it had been molded incorrectly with fissures running through it. The green label ¿do not freeze¿ was observed on the packaging. Bd does not use these labels. Additionally, 100 retention samples from the bd inventory were visually inspected, and no incorrectly molded stoppers were found. Bd was able to confirm the customer¿s indicated failure mode with the photos attached - defective stopper. The root cause of the defective stopper molding is attributed to the manufacturing process and awareness of this complaint has been presented to the supplier for mitigation of potential future occurrences. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the paxgene® blood rna tube, the device experienced incorrect label information and broken lid/caps. The exact amount of occurrences is unknown, but occurred at least once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that box has a label on it that says to refrigerate tubes which is incorrect. 1131478 with damaged tubes and labelling which indicates product should be refrigerated upon arrival.